Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "check sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced trembling, blurred vision, loss of concentration, hot flashes and was treated with sugar via fruit and brioche by a nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "check sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced trembling, blurred vision, loss of concentration, hot flashes and was treated with sugar via fruit and brioche by a nurse. There was no report of death or permanent injury associated with this event.

Event description:
Customer received a "check sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced trembling, blurred vision, loss of concentration, hot flashes and was treated with sugar via fruit and brioche by a nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The sensor plug was not properly seated in the mount. Damaged guide tabs were observed upon visual inspection of the sensor plug assembly. Extended investigation was performed and determined that the damaged guide tabs were a cosmetic flaw and did not cause the plug to be unseated, therefore the flaws were not contributing factors to the customer¿s complaint. This issue is not confirmed to use due to the plug not being seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "check sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced trembling, blurred vision, loss of concentration, hot flashes and was treated with sugar via fruit and brioche by a nurse. There was no report of death or permanent injury associated with this event.